Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. The customer's blood glucose level was 200-275 mg/dl. A syringe needle change as well as a cartridge change was performed resolving the issue.